Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist stated that a precision study performed confirms the instrument is performing within specifications. The precision data indicated that all replicates match. The customer agrees that the potential cause is sample integrity because only one sample was affected. The customer declined any further maintenance and troubleshooting assistance. The instrument is fully operational. No further evaluation of device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on the dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The customer used the same sample to perform repeat testing on the instrument and an alternate instrument. The repeated results were higher, and the result(s) was reported. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed glu result.